Event description:
While attempting to laser extract a pacing lead from the right side, an svc tear occurred. The doctor started the procedure with a 14 fr. Glidelight, but after no advancement, he upsized to a 16 fr. Glidelight. Advancement issues continued due to heavy scarring on the 20-30 year old leads. Four leads were planned to be removed, however the svc tear occurred during the attempt on the first lead as the glidelight was advancing. The patient's pressure dropped and a sternotomy was immediately performed, however the patient did not recover and consequently passed.